Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer was trying to program a bolus and the insulin pump would alarm button error with every button they press. Blood glucose value was 195 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the down arrow button due to moisture damage on the keypad traces noted. The insulin pump was received with cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.